Event description:
The guides did not fit at all. Pin holes were placed in too much external rotation and superior on the femur which would have created a very large flexion gap. The tibia guide was also of no help. Femoral guide was placed on femur but no real end-point was established and the guides were placed in "best fit" fashion. Guide was pinned and the femur was cut. The #4 cutting guide was placed over pins. The guide was in gross external rotation and posterior cut was extremely large. Cuts not made. Tibia cut was then made. Not a great fit either. Femur guide was placed again to check and measure flexion gap after tibia cut. Gap was 16-19mm. Femur cutting guide brought down and internally rotated and cutting guide pinned and cuts made. Trials placed and 11mm insert used. If otisknee guides were used an extension gap and a 16-19mm flexion gap with extreme external rotation.

Manufacturer narrative:
Visual inspection, production records, photos. Results: visual inspection confirms the reported event. Production records show segmentation, pop, were correct. However, the underlying bone model was incorrect which resulted in the guides would not fit correctly. Conclusion: indicates unauthorized implementation of file transfer macro. Change implemented without full validation of effect of change. Failure to follow established protocol.